Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl and at the time of incident blood glucose was 768 mg/dl. After hospitalization the customer's blood glucose was down to 400mg/dl and 500mg/dl. The customer was treated with manual injection and insulin pump. The customer was also treated with ambulance and emergency room. The insulin pump will be returned for analysis.